Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 539 mg/dl while wearing the pod between 1 and 4 hours. Once at the hospital the patients pod was removed and it was discovered that the patient had burning, bleeding, rash and purulent discharge at the pod infusion site. In addition the patient report having high blood pressure, the patient was treated with ginger ale as well as an epipen, intravenous fluids and prednisone. The patient was prescribed lagevrio (200 mg) 4 capsules to be taken 3 times daily for 5 days as well as benzonatate (100 mg) to be taken 3 times daily as needed. The patient was discharged from the hospital after 10 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.